Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and user mode testing were performed. The reported problem "1871 error" was duplicated. During investigation the pump failed to run, and no motor activations were heard. According to the investigation, error message displayed after a few seconds. Further investigation opens the pump and found that the pump motor would not spinning. According to the investigation the frozen motor caused the reported problem. Service will replace the pump motor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited "error code 1871". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.